Manufacturer narrative:
It was reported that there was difficulty advancing the 3.5x7.5 trufill dcs orbit mini complex fill ((B)(4)) through the prowler 14 ((B)(4)) microcatheter due to resistance/friction. With withdrawal of the coil some difficulty was experienced and after removal from the patient the coil was noted to be stretched with inspection. The microcatheter and coil were exchanged for new devices. Then when attempting implant another trufill orbit mini complex fill 3.5 x 7.5 coil ((B)(4)) part of the coil filled into the aneurysm but the aneurysm could not be filled any more. The physician then removed this coil and found it to be stretched upon inspection after removal. The physician then used an enterprise vrd stent to re-model the neck of the aneurysm and implanted two additional coils to complete the procedure successfully. No further information has been obtained in response to investigative efforts. (B)(4): the product was returned for inspection. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received unzipped and it was separated in two sections. The support coil and gripper were found outside of the introducer there were inspected and no damages were found on them. The embolic coil was not received for evaluation. Residues of dry blood were observed on the hub. The introducer was inspected under microscope and appears that it was elongated before it broke/separated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported unraveled stretched coil could not be evaluated since the coil was not received for evaluation. Based on the report that the coil was noted to be stretched upon removal from the patient, it would have still been attached to the delivery system upon removal. Therefore, it can be deducted that the detachment of the coil occurred after removal from the patient. In addition, although the circumstances pertaining to the separation of the introducer are not known, there was no report of this damage which would have been readily evident if it occurred during procedural use. Although no conclusion can be made, based on the available information it appears that vessel size and characteristics and device manipulation may have contributed to the reported stretching of the coil. With review of the information, analysis, and device history records there is no indication of any device manufacturing issues related to the event or the findings on the returned device. Therefore, no corrective actions will be taken at this time. This is one of three products used during the same procedure. Please reference MFR. Report # 1058196-2011-00013; # 1058196-2011-00014; and # 1058196-2011-00015.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR reports # 1058196-2011-00013; # 1058196-2011-00014; and # 1058196-2011-00015.

Event description:
The report received from the affiliate indicated that during a coil embolization, when the physician was advancing the first trufill orbit mini complex fill 3.5 x 7.5 coil (coil/complaint product #1) through the prowler 14 microcatheter, he encountered some resistance/friction. The physician then withdrew the coil and experienced some withdrawal difficulty. Inspection of the coil after removal indicated the coil was stretched. The physician then exchanged the microcatheter and the coil. He attempted to implant another trufill orbit mini complex fill 3.5 x 7.5 coil (coil/complaint product #2), and a part of the coil filled into the aneurysm but the aneurysm could not be filled any more. The physician then removed this coil and found it to be stretched upon inspection after removal. The physician then used an enterprise vrd stent to re-model the neck of the aneurysm and implanted two additional coils to complete the procedure successfully. There was no reported patient injury. Additional information has been requested.